Event description:
It was reported that a minimum fill notification occurred, and the customer was unable to fully insert a cartridge after experiencing this issue. There was no reported impact on the customer's blood glucose level. Efforts to gather additional information from the customer were interrupted as the call was disconnected before further details could be obtained.